Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the lv epicardial lead had a micro-dislodgement. It was noted that the additional lv lead that caused the phrenic nerve stimulation was inactivated. Reprogramming was done regarding the micro-dislodgement and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4965-25 lead; 5076-52 lead, implanted: (B)(6) 2011; dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high threshold measurements and low impedance measurements. The lead remains in use. No patient complications have been reported as a result of this event.